Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. A review of the logs did not find any firing errors for this instrument. Upon visual and microscopic inspections, no damage was found at the wrist assembly. The instrument was placed on the system. The instrument moved intuitively with a full range of motion in all directions. No opposite movement of the instrument was experienced during in-house testing. The grips opened and closed properly at various orientations. The clamp and fire tests passed. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. It has been identified that two mdrs were submitted for the same reported event/product. Please refer to the report with patient identifier 887565 for details.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 45 stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the sureform 45 stapler instrument fired and stapled correctly. The instrument was then removed and a new reload was added. The sureform 45 stapler instrument was returned into the patient where it was moving the opposite direction to the console surgeon hand movements. After, the instrument was removed along with the drape to be checked and no issue was observed. The instrument was then installed back into the patient; however, the instrument continued to move in the opposite direction to the console surgeons hand movements. The sureform 45 stapler instrument was removed and replaced with a new stapler instrument which worked. The procedure was completed with no reported injury or harm.